Manufacturer narrative:
Itc complaint (B)(4). Device is not being returned to manufacturer from end user. Manufacturer method: no product returned from user facility. Manufacturer results: DHR review completed. Customer complaint could not be confirmed.

Event description:
Healthcare provider reported a discrepant protime instrument pt inr results lower (2.9) vs a reference lab (venous) pt inr result 5.0 on (B)(6) 2010. Customer alleged the point of care instrument results "a dangerous discrepancy between the poc device and the laboratory."